Event description:
It was reported that the artificial urinary sphincter (aus) was replaced due it has quit working that was placed in 1997. The patient presented recurring incontinence. The physician does not know the reason for the malfunction, he suspects it was based on the age of the device (23 years). The patient is recovering.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the artificial urinary sphincter (aus) was replaced due it has quit working that was placed in 1997. The patient presented recurring incontinence. The physician does not know the reason for the malfunction, he suspects it was based on the age of the device (23 years). The patient is recovering.